Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ there were three locked cultures and the customer asked for them to be unlocked. No patient impact. The following information was provided by the initial reporter: customer reported 3 locked cultures and asked for them to be unlocked.

Event description:
It was reported that while using bd synapsys¿ there were three locked cultures and the customer asked for them to be unlocked. No patient impact. The following information was provided by the initial reporter: customer reported 3 locked cultures and asked for them to be unlocked.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01160 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.